Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) titanium adapters had a broken package. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye noted that both pouches were over labeled with a (B)(4) text label indicating that the product was repacked and relabeled in (B)(4). There was damage visible on the (B)(4)text label. A bubble test was performed on each pouch and a pin hole was detected on one pouch in the area of the damaged label. The second pouch passed the bubble test. The reported issue was verified. No defect was observed during the labeling process. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however , two (2) photograph sample was provided for evaluation. The returned photograph showed the pouch was over labelled with a chinese label indicating that the product was repacked and relabelled in china. There was damage visible on the chinese text label. The reported issue was verified. The cause of the event was undeterrmined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.